Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Post operatively, the patient developed rectal incontinence, pain, dyspareunia, erosion and infections. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent removal of the midurethral sling, anterior and posterior colporrhaphy with placement of acellular xenograft in both anterior and posterior vaginal compartments on (B)(6) 2015 by dr. (B)(6) due to vaginal pain secondary to previously placed midurethral sling, anterior vaginal wall defect with incompetence or weakening of the pubis cervical tissue and posterior vaginal wall defect with incompetence or weakening of the recto vaginal tissue.

Event description:
Details: it was reported that the patient underwent removal of the midurethral sling, anterior and posterior colporrhaphy with placement of acellular xenograft in both anterior and posterior vaginal compartments on (B)(6) 2015 by dr. (B)(6) due to vaginal pain secondary to previously placed midurethral sling, anterior vaginal wall defect with incompetence or weakening of the pubis cervical tissue and posterior vaginal wall defect with incompetence or weakening of the recto vaginal tissue.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary pressure, urgency, frequency, incontinence, hematuria and urinary tract infection. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary pressure, urgency, frequency, incontinence, hematuria and urinary tract infection.